Manufacturer narrative:
Visual inspection confirms the event. The distal tip of the tap has sheared off. This is likely due to bending loads if there are off-axis forces when tapping into bone. Over time, and combined with downward axial forces, this could lead to the tip shearing. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse affects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tap was damaged after going through the wash in sterile processing at the hospital.